Event description:
It was reported that a one-link catheter extension set would not flush. The reporter stated that there were issues when flushing an unknown catheter. The user attempted to flush the extension set with a saline syringe and there was still no flow at the luer lock at the end of the tubing where an air pocket was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.